Event description:
It was reported that the patient could feel the pacing. The doctor stated the device was functioning normally and the device outputs were changed. The patient reported feeling less pacing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.